Event description:
A discordant, falsely elevated result for cardiac troponin I (ctni) was obtained on a dimension rxl max with hm instrument on one patient. The discordant ctni result was reported to the physician, who questioned it. A new sample was drawn on (B)(6) 2014 and the result was 0.01 ng/ml. Both samples were re-tested on the original instrument and on an alternate instrument, all results were 0.01 ng/ml. The corrected result was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
The siemens technical solution center (tsc) was contacted by the customer. The tsc evaluated the instrument filter and chem data files and determined that there were no instrument issues during the time of the event. The tsc instructed the customer to perform instrument maintenance, clean windows, perform reagent 2 and photometer alignments and to replace the source lamp. The cause of the discordant ctni result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.